Manufacturer narrative:
On 15-may-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient underwent explantation of the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 15-apr-2022, mentor received additional information about the event: the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 425cc gel breast prostheses on (B)(6) 2022. It was reported that both breast prostheses were removed intact and had not ruptured. Block b1 is product problem no longer applies to this report nor does h6 medical device problem code material rupture (a0412). On 25-apr-2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: suspected breast prosthesis rupture diagnosed by MRI. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 425cc gel breast prostheses that both ruptured after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.